Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the tpn single lumen catheter repair sets came loose at the hub connection and then the hard plastic hub spun around. The physician was able to correct it with the repair kits. It was later noted that the silicone adhesive seal near the sleeve had been broken. There were no reported adverse effects to the patient as a result of the product problem.